Event description:
A caller reported experiencing an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, where they were guided through a complete pump reset procedure. After the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.